Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2014. During the passage of the device, the tip of the right white opaque plastic trocar covering cracked. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. One of the tips returned is broken at the level of the guide extremity. The location of the break on the needle indicates it could not have happened if the needle was properly locked on the guide as it is when the product is packaged at the manufacturing site. This suggests that the needle was removed from the detent that holds the needle to the guide. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.